Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that, prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) failed upon start up. A replacement iabp was available to initiate therapy. There was no adverse event or patient injury reported.

Manufacturer narrative:
The customer has advised that the iabp was returned to service on 9/8/2017.

Event description:
The customer reported that, prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) failed upon start up. A replacement iabp was available to initiate therapy. There was no adverse event or patient injury reported.